Manufacturer narrative:
Product complaint#: (B)(4). The following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? Procedure name and date? Lot number? Event date? To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was also reported that the needle was detached from the suture immediately during use. There were no adverse consequences to the patient. No further information is available.